Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2015 and it was discovered that the recommended replacement time (rrt) was almost reached on november 2019. Electrical characteristics of both the atrial and ventricular leads were within normal range. The subject pacemaker was explanted on (B)(6) 2019. Preliminary analysis results showed that based on available data, normal battery depletion occurred based on hrs guidelines.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2015 and it was discovered that the recommended replacement time (rrt) was almost reached on (B)(6) 2019. Electrical characteristics of both the atrial and ventricular leads were within normal range. The subject pacemaker was explanted on (B)(6) 2019. Preliminary analysis results showed that based on available data, normal battery depletion occurred based on hrs guidelines.